Event description:
Customer reported malfunction code malf 16 with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer did not have backup insulin therapy available and planned to consult with a healthcare provider. Technical support confirmed the pump was under warranty and arranged for a replacement. Customer was instructed to put the defective pump into storage mode and return it with a pre-paid label within 10 days, which they acknowledged and understood.